Event description:
The pt received her scs system on (B)(6) 2010. It was reported that she is experiencing problems communicating with the ipg via the charging system. In an effort to resolve this matter, a replacement charging system was sent to the pt. Follow-up on the pt found that she can recharge her ipg only if she holds the charging antenna at an angle to the ipg. In addition, the pt reports discomfort at the ipg site following recent physical activity. An appointment has been scheduled with the pt's physician for further interrogation of her scs system. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.